Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had been experiencing low blood glucose levels down to 30 to 40 mg/dl. The customer stated that she felt the lows were due to over delivery of insulin by the pump. The customer reported that the insulin pump's screen and reservoir window were cracked. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.